Event description:
A cartridge change error was reported regarding the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump components, but was unable to successfully load the cartridge. Due to a lack of supplies, the customer was advised to rely on manual dosing over the weekend and to call back when supplies are available for further assistance.